Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and a detached needle were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The needle hole was examined under magnification, and a suture remnant was observed. Mark surgical instrument in the body of the needle were found. Furthermore, the suture was not returned for evaluation to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a hysteroscopic myomectomy procedure on (B)(6) 2025 and suture was used. It was reported that during surgery, pull off suture needle occurred during sewing. The needle fell into patient's body, then x ray was used to look for and remove the needle from patient. The surgery delayed for about 1 hour. The patient is currently stable. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? After investigation, the patient (female, specific age unknown) underwent hysteroscopic myomectomy in (B)(6) hospital on (B)(6) 2025. The operator used suture (vcp371h) for muscle tissue suturing (the specific suturing method unknown) during the operation. The problem of pulling off suture needle had happened during the suturing. The detached needle fell into the patient's body. The operator immediately looked for the detached needle. The patient was given intraoperative CT examination to assist in looking for the needle and find it. The integrity of the needle was verified after removal. After confirming that no foreign body remained in the patient's body, a new suture (the specific product information unknown) was replaced to continue the suturing, and the subsequent operation went smoothly. This event caused no other harm to the patient except that it prolonged the surgery for about 1 hour. No subsequent adverse event report was received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.